Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after a syncopal event with chest pain. Device data was sent to boston scientific technical services (ts) for review. It was noted that there was noise evident on the right atrial (ra) lead causing inappropriate atrial tachy response (atr) episodes with one of the recent episodes showing a high rate with a 1:1 rhythm that looks like supraventricular tachycardia (svt). There were no out of range lead measurements. The presenting electrogram (egm) showed an intrinsic rhythm with a rate in the 50 beats per minute range with no noise present. At this time, the system remains in service. No additional adverse patient effects were reported.